Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing that led to pacing inhibition of greater than 2 seconds. A chest x-ray was done and it was noted that the rv lead appeared to be fully extended. Additionally, it was noted that the right atrial (ra) lead did not appear to be fully inserted into the device header. Boston scientific technical services (ts) suggested doing isometrics and pocket manipulation to see if the noise could be recreated. It was later determined that the patient had hip surgery at the time of the stored episodes of noise and oversensing. Hence, the patient was under anesthesia and being monitored at the time of pacing inhibition, so no related symptoms were experienced. An invasive procedure was performed. The device and rv lead were explanted and replaced. The ra lead remains in service. No additional adverse patient effects were reported.